Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, inflammatory response, kidney disease/toxicity, liver disease, dry cough. Medical intervention was not specified. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dizziness and/or headache, inflammatory response, kidney disease/toxicity, liver disease, dry cough. Medical intervention was not specified. No additional information can be requested at this time. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed modem accessory door panel and sd card accessory door panel were missing, slight dust-like contamination and hairs/fibers at the air outlet port and at the air inlet. Black contamination, consistent with keratin, at the air outlet of the blower box. Blower motor had potential mineral deposit stains in it, indicating potential water/liquid ingress. Dust-like contamination and hairs/fibers inside the blower box. Blower box had potential mineral deposit stains, indicating potential water/liquid ingress. Manufacturer confirm the presence of multiple contaminants that are not consistent with degraded sound abatement foam in the secondary findings and were most likely from an external source. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. Manufacturer was not able to confirm the complaint or address the symptoms specified.